Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device is not available for analysis.

Event description:
Per the clinic, the patient experienced poor performance with the device. Reprogramming attempts were made, however, the issue could not be resolved. The device was explanted (B)(6), 2010 , and the patient was reimplanted with a new device during the same surgery.